Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right colectomy procedure, the device did not fire. It was impossible to push black pusher of the device and it did not cut tissue. The surgeon take other device to complete the case. There was no patient injury.